Event description:
Information received by medtronic that the nim vital, had communicating issue and was not working properly. There was no patient impact. Additional information received on follow up that the the monitor was used for a thyroid reoperation surgery. After setting it up, user choose the direct nerve stimulation method for the nerve search, which worked well. The nerve on the right side was indicated, and then we got a corresponding response on the left side as well. Total thyroidectomy was followed by neck dissection, after which we continued with the paratracheal region. At this point, in addition to the macroscopic continuity of the nerve, we lost the signal, but at the same time, during stimulation, the muscle contraction was palpable. On the left side, the signal was correct during and at the end of the preparation of the intact nerve and for direct stimulation, there was no signal along the entire length of the nerve on the right side, with palpable muscle contraction, there was a corresponding signal on the left side. The machine did not send an error message: electrodes are fine, tube is in place.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: n im4cpb1, serial/lot #: (B)(6) ubd: , UDI#: (B)(4) img code: g02005. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic that the nim vital, had communicating issue and was not working properly.. There was no patient impact. Additional information received on follow up that the the monitor was used for a thyroid reoperation surgery. After setting it up, user choose the direct nerve stimulation method for the nerve search, which worked well. The nerve on the right side was indicated, and then we got a corresponding response on the left side as well. Total thyroidectomy was followed by neck dissection, after which we continued with the paratracheal region. At this point, in addition to the macroscopic continuity of the nerve, we lost the signal, but at the same time, during stimulation, the muscle contraction was palpable. On the left side, the signal was correct during and at the end of the preparation of the intact nerve and for direct stimulation, there was no signal along the entire length of the nerve on the right side, with palpable muscle contraction, there was a corresponding signal on the left side. The machine did not send an error message: electrodes are fine, tube is in place.

Manufacturer narrative:
H6:previous code d16 is no longer for console. H3:the customer complaint can't be reproduce, the device needs to be rebuild with pars that are not on stock. The software present is 1.5.4. The spare fuse decal is worn. The battery's needs to be replaced because older than 2 years. The mainboard pcba needs to be replaced, the lid of a flex cable is worn. H6:previous code b17,d16,c20 are no longer medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.